Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 25-jan-2022, abbott point of care (apoc) was contacted by a customer who reported observing smoke coming from the compartment of I-stat analyzer (B)(4) during operation. The product did not become hot to the touch. There was no additional information at the time of this report. There were no injuries reported. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. The analyzer was operating on rechargeable batteries at the time of the event. At this time there is no reason to believe product will become hot to the touch. The product was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident:(B)(4). The investigation was completed on 12-jul-2022. The customer reported that smoke was emitted from the battery compartment of analyzer s/n (B)(6) during operation. The customer also reported the analyzer was warm when the smoke was observed and they were using an I-stat rechargeable battery. A subsequent attempt to activate the analyzer using a different battery was unsuccessful. Failure analysis confirmed the complaint of inability to activate the analyzer, and the cause was determined to be the failure of component tv4 on the battery contact pcb. This is also the likely source of the smoke that was reported by the customer, as tv4 was found to be burnt. The rechargeable battery that was in use at the time of the incident was not returned, and therefore cannot be ruled out as a contributing factor.

Event description:
Na.